Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for the procedure. During the procedure, it was noted that the helix of the lead was partially extended in the package. This resulted in the lead being stuck in the valve. The lead was implanted successfully after retracting the helix. There were no patient consequences during or post implant.